Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting high/undefined rv and superior vena cava (svc) coil im pedance. In addition, the rv lead was exhibiting undefined pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.